Manufacturer narrative:
A correlation between the device and the patient¿s outcome could not be conclusively determined. The pump was not explanted and not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented as a transfer from an outside hospital, unresponsive subsequent to a subarachnoid hemorrhage (sah) following a fall at home. The patient presented to the implanting center in shock, likely mixed cardiogenic and septic in origin. Shock management included levophed, dobutamine, and vasopressin. The patient was sedated and intubated for airway protection. At times when sedation was weaned he moved all extremities and appeared to intermittently follow commands. The patient has a history of end stage renal disease (esrd) with hemodialysis three times per week; continuous veno-venous hemodialysis was initiated. The patient¿s cardiac biomarkers were persistently elevated; the suspected etiology was reportedly a combination of recent CPR, demand ischemia, and esrd. An echocardiogram showed the aortic valve was closed with lvad support. The patient¿s international normalized ratio on admission was subtherapeutic at 1.7 and anticoagulation was reversed due to the sah. The patient was diagnosed with disseminated intravascular coagulation with thrombocytopenia and hemolytic anemia and down-trending fibrinogen levels. He was treated with fresh frozen plasma, platelets and vitamin k. It was reported that although blood cultures were negative and no clear source was identified, the patient was septic with a suspicion for bacteremia and possibly septic emboli propagated by the lvad. The patient has a history of recurrent multi-organism driveline infection and suboptimal therapy. Additionally, the patient¿s bilirubin was elevated with likely shock liver, though the family had reported the patient had mild jaundice. The patient expired on an unspecified date, reportedly from cardiogenic shock secondary to sepsis secondary to chronic driveline infection. The pump was reportedly working as intended.

Manufacturer narrative:
The date of death was estimated. Approximate age of device: 4 years and 5 months. It was reported that the pump would not be returning for evaluation as the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.